Manufacturer narrative:
Investigation summary: customer returned (1) open 5mm, 30g autoshield duo sample from lot # 8138959. Customer states that a nurse was stuck by clean needle when safety cap fell off the bd autoshield duo pen needle and when the needle was re-sheathed in needle holder, the orange shield inside mechanism fell out of needle holder. The autoshield duo sample was returned with the non patient cannula shield separated from the rest of the pen needle, exposing the non patient end of the cannula. Since this end of the safety pen needle was exposed, a needle stick could occur. CAPA 478527 has been opened to address this issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd autoshield¿ duo pen needle safety shield failed and nurse was stuck by a clean needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo pen needle safety shield failed and nurse was stuck by a clean needle. No serious injury or medical intervention was reported.